Manufacturer narrative:
Continuation of d10: product ID 39565-30 lot# serial# (B)(6); implanted: (B)(6) 2009; explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 39565-30, serial/lot #: (B)(6), ubd: 26-jun-2013, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller reports patient was scheduled for normal ins battery replacement with a possibility of lead / extension replacement. Caller reports patient has not used her stimulator for years. Caller reports patient had no symptoms or signs of infection, but when physician opened the ins pocket, there were hard white crystalized all over the ins and part of the extension. Caller reports physician had to cut the extension as the extension was coiled with anchor to locate the direction of the lead. Caller reports half of the lead was out of the epidural space, at the end of the lead, was black marker. Impedance was not good. Caller reports physician explanted the entire system, washed patient's pocket, and started patient on antibiotics even though patient shows no signs of infection. Provided case number to caller. Caller will be sending the entire system for analyze.

Manufacturer narrative:
H3: product ID 37711 serial# (B)(6) was returned for product analysis. Analysis found no significant anomalies. H3: product ID 39565-30 serial# (B)(6) was returned for product analysis. Analysis found the stim lead proximal end insulation was consistent with metal ion oxidation (mio) and the proximal end conductor was broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.